Event description:
It was reported that the pump could not be charged, causing the pump to shut down. The customer's blood glucose (bg) level was 529 mg/dl. The customer addressed their bg with a manual injection. Reportedly, the customer was using non-tandem provided charging supplies to charge the pump. The customer reverted to an alternate method of insulin therapy.